Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back regarding their ins reaching eos from this case. Patient said they were scheduled for surgery to replace their ins next week, but they had been in extreme pain for the last month waiting for surgery. Patient mentioned they had to go back on pain meds as a recovering addict so that was really messing with them. Patient said they didn't think they should pay for anything regarding getting the new ins as their current ins was defective. Patient repeated the ins was supposed to last 3 years, but only lasted 9 [months]. Agent reviewed that longevity depended on each patient's individual settings and usage and redirected the patient to their healthcare provider (hcp) to discuss billing and to send ins back for analysis. However, patient pushed back saying the manufacturer should be accountable for the defective ins that only lasted 9 months. Agent sent email to patient relations regarding the patient not wanting to pay for replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the device was replaced on (B)(6) 2024. The unit was discarded and will not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the patient runs the system at nearly 14ma. This is rhetorical cause of the battery only lasting 1.5 years. Based on this usage the amount of time the battery lasted is normal. The battery was replaced.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they thought their battery was not working anymore. Patient stated they usually had their stimulation set pretty high for their daily routine and stuff that they had to do with work, but they couldn't feel their stimulation, and was starting to feel pain. Patient confirmed they did not see any error codes that would state the battery was starting to get low or was no longer in service. Patient confirmed their pain symptoms started to return probably 2-3 weeks ago. Patient mentioned they had put a password on the handset, but could not remember the password, so they could not access therapy application. Agent reviewed how stimulation would turn off if they are not able to access therapy application. Agent advised patient to wait until they can access therapy application, and then ensure stimulation is turned on. Agent redirected patient to their healthcare provider to further address the issue if pain persisted after turning stimulation back on. On 2024-jul-23 information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they received a replacement handset and when they went to connect to their implant they saw a message that said battery is depleted, therapy is not available, connect with clinician, and code 302. Agent attempted to gather event date and patient stated they had first seen the message 3 days ago. Agent reviewed meaning of eos. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have been back and forth with their neurosurgeon and were told it will be 3 weeks before they can get the patient in for surgery. Patient said they were told they will try to get them in sooner if the rep requests. Patient stated they are in a lot of pain and very upset. Agent sent an email to the field for visibility. Patient also stated this was supposed to be a 3 year battery and they wonder if it was a defective battery that was put in them.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.